Event description:
Patient experienced patency failure of the connector component subsequent to a course of pneumonia with associated bouts of severe coughing. It is believed that during one of the episodes, stress was placed on the flex tip catheter and metal connector causing an occlusion of flow. This supposition was supported by fluoro studies with contrast injection showing ballooning of the silastic catheter attached to the implanted pump and failure of the contrast to reach csf. This revealed the occlusion was at the connector site. Replacement of the connector allowed a renewal of easy flow.